Event description:
It was reported that the device overheated during testing at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The reported event of heat was confirmed, attributable to the worn rotor, which is supported by the risk documents. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that the device overheated during testing at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported.